Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the gray arrow clip for the backup battery in the system controller being snapped off was confirmed. The system controller (serial number: (B)(6)) was returned for analysis and the gray arrow clip for the backup battery was found to be snapped off. An image of the snapped off clip was also provided. The system controller (serial number: (B)(6)) was functionally tested and passed all testing. The system controller was connected to a mock loop and was able to operate the system for an extended period of time. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6)) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the gray arrow clip that attached the system controller to the controller backup battery snapped off and could not get back on. The controller was taken out of service and was replaced. The controller would be returned. A patient was involved, however, this occurred to the backup controller and there was no adverse impact.

Manufacturer narrative:
Section a3: patient gender was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.